Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient received an error message for transmitter failure. There was no report of injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient received an error message for transmitter failure. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a transmitter failed error was confirmed. The root cause was determined to be a defective transmitter. Additionally, data was received and downloaded. A review of the downloaded data log did not find any errors related to the customer complaint.